Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the emergency room with pocket stimulation, low, out of range impedance and noise were observed. Programming changes were made. The lead remains implanted and active. The patient was sent home from the emergency room.